Manufacturer narrative:
An event of intermittent heart block requiring permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had a history of baseline first-degree atrioventricular (av) block - 257msec. During the procedure, the initial implant depth was too deep at 8mm non-coronary cusp (ncc) and 11mm left coronary cusp (lcc). The pr level increased from 257 to 277 after the deployment. The valve was recaptured from 80% deployment and redeployed at a optimal depth of 3mm ncc and 4mm lcc. No change in conduction noted during implant. There was calcification extending beneath the aortic annular plane in the interventricular septum. Third day after the procedure, while patient was on telemetry bed a intermittent heart block was noted and patient required a permanent pacemaker. The patient was reported discharged and well.